Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results for cmv igg, cmv igm, and (B)(6), when processing on the architect i2000sr. No specific patient data was provided. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of tracking and trending data, a review of analyzer service history, and, and a review of product labeling. Service performed multiple troubleshooting procedures and determined the r1 syringe assembly was the likely cause of the discrepant results. The r1 syringe assembly was replaced resolving the issue. A review of tracking and trending data did not identify any trends or systemic issues. A review of the service history did not identify any contributing factors. There have been no further occurrences of discrepant results after the part was replaced. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.